Event description:
The customer reported that while running an hepatitis core assay, summit sample handler did not pipette or reagent or sample into well positions a9, a11 and a12 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.